Event description:
On (B)(6) 2013 the distributor contacted animas and reported the up, down, and ok keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).